Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Date implanted; (B)(6) 1993 revision - (B)(6) 1993. Date explanted; (B)(6) 1993 revision - (B)(6) 1993. Date implanted; (B)(6) 1993 revision - unknown. Date explanted; (B)(6) 1993 revision - (B)(6) 1993. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred.  Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that patient underwent a right total hip arthroplasty on (B)(6) 1993. Subsequently, patient underwent an irrigation and debridement procedure on (B)(6) 1993 due to infection. It was further reported patient underwent revision procedures on (B)(6) 1993 due to dislocation and (B)(6) 1993 due to femoral fracture.